Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. Tissue and charred buildup was observed at the jaws. The silicone insulation on both jaws was melted, charred, cracked and whitish in color. No detachment was observed. An electrical evaluation was not able to be conducted. The device pigtail was cut and the wires exposed. The rubber insulation was serrated as if it was cut by a jagged edge tool. This non conformance was not reported by the account. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We we unable to perform any electrical testing. The ¿pigtail¿ assembly is an OEM supplied component. Therefore, the certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned in a condition precluding proper evaluation of the device for the reported failure. Based on the condition of the device as returned the reported failure was unable to be confirmed. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro device was between the patient's legs and the tip turned glowing red, nothing was touching the device to activate it. The device was disconnected from the cord. The hospital stated that the patient was not burned. The product is returning.

Manufacturer narrative:
(B)(6) 2015 03:27 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro device was between the patient's legs and the tip turned glowing red, nothing was touching the device to activate it. The device was disconnected from the cord. The hospital stated that the patient was not burned. The product is returning.